Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 26-may-2016: quality-safety evaluation of ptc (updated, lot number 627742, production date jul-2008, expiration date jul-2010). (B)(4). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and during her 3 month hsg (hysterosalpingogram), it was determined that one of the coils had migrated out of her fallopian tube and had embedded in her uterus. This coil was left in place and a new essure was inserted 3 months later. Almost 2 years later, she was diagnosed with cystic changes, and her left fallopian tube and left ovary were removed. Only device embedment (partial uterine perforation) is listed in the reference safety information for essure. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In this particular case, given event's nature and its close temporal relationship with essure insertion; causality with the suspect device cannot be excluded. Regarding the remaining event, its exact nature was not specified. It is unclear if consumer developed cystic changes in fallopian tubes, ovaries or both. However, since fallopian tube cysts cannot be formally excluded with the available information and as a salpingectomy was required to treat this event; this case was regarded as incident until further information is obtained (consumer provided hcp contact details). Additionally, non-serious events were reported. An updated product technical complaint was received and the investigation resulted in an unconfirmed quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Essure general questionnaire was received on 20-jan-2016. The consumer was (B)(6). Her weight was (B)(6) and height was (B)(6). Her medical history included a dilation and curettage in (B)(6) 2003 for blighted ovum miscarriage. Essure 305 was inserted with lot number 627742; 12 weeks after her last delivery. After insertion she used birth control pill. On (B)(6) 2009, hsg (hysterosalpingogram) was done and one side was occluded. The other side, coil migrated and embedded to uterus. She had to have this side redone in (B)(6) 2010. In (B)(6) 2010, she started experiencing pain, discomfort, cramping, sharp pains, bloating and nausea. She visited her doctor and cystic changes were diagnosed. Left tube/ovary were removed in (B)(6) 2011 (she was not hospitalized). When questioned about outcome she stated that surgery was required, she is still having pain. Essure was not removed and the removal of the devices is not planned. Follow up information received on 01-feb-2016: no new information. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and during her 3 month hsg (hysterosalpingogram), it was determined that one of the coils had migrated out of her fallopian tube and had embedded in her uterus. This coil was left in place and a new essure was inserted 3 months later. Almost 2 years later, she was diagnosed with cystic changes, and her left fallopian tube and left ovary were removed. Only device embedment (partial uterine perforation) is listed in the reference safety information for essure. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In this particular case, given event's nature and its close temporal relationship with essure insertion; causality with the suspect device cannot be excluded. Regarding the remaining event, its exact nature was not specified. It is unclear if consumer developed cystic changes in fallopian tubes, ovaries or both. However, since fallopian tube cysts cannot be formally excluded with the available information and as a salpingectomy was required to treat this event; this case was regarded as incident until further information is obtained (consumer provided hcp contact details). Additionally, non-serious events were reported. According to the product technical complaint, based on the available information no product quality defect was confirmed/identified.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056711) in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Additional information received on 16-nov-2015 (ptc investigation result). On (B)(6) 2009, essure was inserted. When she went back for her test (hysterosalpingogram) to make sure tubes were fully occluded, it was determined that one of the coils migrated out of fallopian tube and embedded in uterus. Her doctor said it was not a problem to leave the coil in uterus and a data was set to redo the fallopian tube that was missing the coil. She went back in 2010 and had the second coil replaced. When she went back for 2nd hysterosalpingogram, both tubes were fully occluded. Beginning in the spring of 2010 and continuing for more than a year, she experienced intermittent pain and cramping on left side, some days it was so painful, she was bedridden and had to take painkillers, the pain was debilitating and left her unable to properly care for her 3 children. Over the summer 2011, she had surgery and signed off on 5 different procedures prior to going under anesthesia. She signed off on tubal ligation operation room, hysterectomy operation, cyst removal, operation room ovary removal, operation room fallopian tube removal. She ended up having left fallopian tube and left ovary removed. Her doctor stated that the blood vessels and capillaries in that area were enlarged and varicose, the diameter of pencils and larger. Since then, she experienced more pain and was on birth control hormonal medication to suppress ovulation and send ovaries into hibernation. She took the pill all month long to avoid having a monthly period. She gained weight due to being on the pill. She continued to have pain and discomfort due to the essure. Consumer assessed 14-dec-2011 as event date however she did not specify it. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event(s) and a quality defect is excluded. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and when she went back for her test (hysterosalpingogram) to make sure tubes were fully occluded, it was determined that one of the coils had migrated out of my fallopian tube and had embedded in my uterus. She had intermittent pain/ cramping on her left side. She ended up having left fallopian tube and left ovary removed. Both events are serious and listed in the reference safety information for essure. In this case, the exact date and mechanism of embedded device were not known. About a year after essure insertion, she experienced intermittent pain / cramping on her left side. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical complaint, no product quality defect was confirmed/identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Further information has been requested.